Event description:
Ethicon endo-surgery endopath ets flex45 articulating long linear cutter not working correctly. The staple line that was applied, did not stay closed x3 vascular stapler loads. A new "like" device was opened and utilized without issue.